Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a call service alarm issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/24/2017 with the following findings: during investigation, the pump failed to power on. Moisture was visible in the display. The pump was opened to find moisture damage to the printed circuit board. The no power to the pump was due to moisture damage. The call service alarm could not be investigated due to the no power issue.